Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided, and PMA/510(k) number: k011028, k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when placing the implant in tooth site #19 they were unable to remove the fixture mount. The implant was removed and the procedure was completed with another implant.

Manufacturer narrative:
This report is being submitted to report both corrected and additional information to 0002023141 - 2023 - 00203. Operator of device was previously reported incorrectly. D5 has now been corrected. The product was returned for investigation. The reported event was unconfirmed. Based on the evaluation, the device malfunction has not occurred. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimvie. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. Functional testing to recreate the reported event was performed with an in-house driver. The mount disengaged from the implant as intended. Potential causes/mechanisms of failure as per (B)(4), hazardous situations and harms as documented in the complaint are referenced above in the risk assessment summary. Based on the investigation, the probable root causes are not applicable to the reported event since a device malfunction did not occur. The event was unconfirmed through visual and physical inspection. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.